Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported insulin pump was not working. The customer stated they got battery failed alarm. Customer stated they tried three new batteries, but they were all not working and it kept on saying battery failed insert new battery. The customer was assisted with troubleshooting for battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant battery failed alarm, problem isolated to the electrical board. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to constant battery failed alarm. Device received with pillowed keypad overlay.